Event description:
It was reported that a sphere implant was explanted at unknown time post-op due to recurrent back pain. The surgeon performed an interbody fusion at the revision surgery.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.